Event description:
Customer hospitalized for dka/coma and they were on manual injections since then. Customer was going back on pump, however the device had different alarm messages. Troubleshooting was performed. Pump tested ok. A replacement pump was requested.